Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving li oresal, 2000 mcg/ml at 96.1, mcg/day (started at time of implant on date of this report) via an implantable pump. It was reported that the patients pump was explanted due to an infected pocket on (B)(6) 2022 an environmental factor that could've contributed to the issue was the pump replacement that occurred in (B)(6) 2022. The incision started draining, and the patient started taking antibiotics. The incision was glued closed according to the patients wife, but the incision didn't heal and continued to drain. The physician decided to have a surgical intervention and the system was re-implanted on the date of this report. The patients wife was told that the incision looked like it was beginning to get infected and the pump system was explanted. The patients weight at the time of the report was 73 kg and the patient has a medical history of intractable spasticity and infection of pump pocket. The issue was resolved at the time of the report and the patients status at the time of the report was alive- no injury.